Event description:
It was reported that the bifurcated stent graft was found to have migrated due to disease progression and aortic neck angulation. The aneurysm was 12 cm in diameter. There was a type iii endoleak also noted due to stent graft separation. Two endurant stent grafts were implanted and successfully resolved the type iii endoleak and the stent graft migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, stent graft migration), patient's condition affected effectiveness of device (aortic neck angulation and disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation and disease progression).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (rupture, aneurysm enlargement). (B)(4).

Event description:
Additional information for this case was received. The patient presented on follow-up with an increasing abdominal aortic aneurysm measuring 13.0 x 11.5 cm (previously 12.4 x 10.7 cm) and a contained ruptured aneurysm. There was no confirmed endoleak. The cause of the aneurysm expansion was reported as undetermined. The physician elected to reline the previously implanted grafts with an endurant (B)(6) limb on the right side and a (B)(6) endurant limb on the left side, placing them both approximately 3 cm above the flow divider of the aneurx bifurcated stent graft. The physician extended the left iliac with a (B)(6) aneurx stent graft. On final angiography the ruptured aneurysm appeared resolved. No additional clinical sequelae were reported. Exact date of the event is unknown.